Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited low out of range pacing measurements. The lead remains in service. No additional adverse patient effects or interventions were reported.